Event description:
It was reported that an arteriotomy closure of a common femoral artery was completed using a proglide device after a transcatheter aortic valve replacement procedure. Reportedly, the patient had hemorrhaging. The actual site of the bleeding was not reported. A cell saver was used because of the blood loss. A cut down was done to control the bleeding and it was reported that the sutures of the proglide were present and were fine. Hemostasis was achieved surgically. There was no reported adverse patient sequela. There was no clinically significant delay in the procedure or therapy. The physician is reportedly trained in the use of the proglide device. When asked about a complication with a proglide device, the physician commented: no, we think it was random bad luck with the location of the access, not a failure of the perclose. No additional information was provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. Reviews of the lot history record and complaint history could not be conducted because the lot number was not provided. Based on the information reviewed, there is no indication of a product deficiency.